Event description:
End user reported to dealer the end user may have panicked and accidentally hit controller causing unit to run into a wall. Pride has confirmed with end user's husband that this was indeed the case. End user sustained a fractured ankle.